Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was admitted to the emergency room for an infection near the infusion set. Blood glucose reading was unknown. The product will not be returned for analysis.